Manufacturer narrative:
The manufacturer previously reported a ventilator failed a pressure verification set point sensor reading test step. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer (fse). The device failed the active exhalation verification test step. The device's valves were replaced to address the issue. During testing the device failed the pressure verification test step. The system board was replaced to address the issue. The device was powered on and the screen failed to display. The lcd board was replaced to address the issue. Additionally, not related to the reportable issues, the device failed the system set up testing due to the oxygen blending module not being installed. Final testing was performed and the device passed all testing.

Event description:
The manufacturer received information alleging a ventilator failed a pressure verification set point sensor reading test step. There was no harm or injury reported. There was no evidence the device was in patient use. The device has not yet been evaluated. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.